Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of red screen and error code was verified. The event log was unable to be downloaded. Service will replace the microprocessor board. Use testing was performed. The problem source is the defective component of the microprocessor board.

Event description:
Information was received that the cadd solis vip pump had a red screen and an error code. No reported adverse effects.